Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments. An extracting stylet was returned stuck in the tip section of the lead. The helix was retracted and dried body fluid and tissue were noted in the helix housing. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular lead was explanted due to exhibiting high out of range shock impedance measurements, brady pacing rate not as expected and high pacing thresholds. Additionally, the patient experienced an infection that required the explant of the whole system. Another lead was implanted instead. This lead was returned to boston scientific returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was explanted due to exhibiting high out of range shock impedance measurements, brady pacing rate not as expected and high pacing thresholds. Additionally, the patient experienced an infection that required the explant of the whole system. Another lead was implanted instead. This lead is expected to be returned for analysis. No further adverse patient effects were reported.